Event description:
The hosp reported that during an endoscopic vein harvesting procedure, there was a noise coming from the power supply and it was disconnected. It was observed that the tips on the vasoview hemopro 2 had an orange glow even though the trigger was not depressed before the power supply was disconnected. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The reported device has been returned to maquet, but has not yet been evaluated. A supplemental report will be provided once the results of the eval are available. (B)(4).